Manufacturer narrative:
(B)(4). Multiple lots reported: j6b0810x expiration date: 02/28/2021. J6c1613x expiration date 03/31/2021. J6b0810x device manufacturing date: 02/01/2016. J6c1613x device manufacturing date: 03/01/2016.

Event description:
According to the reporter: during a minimally invasive esophagectomy, (mie), the device was used with 7 inch reloads. This device was used interchangeably with another device for reloading purposes. After reloading the device, the device dropped a needle. This reload that was used was in the middle of suturing and actually lodged in the tissue as the surgeon was sewing in the j tube. The needle was shallow and was easily pulled out of the tissue with a grasper and retrieved from the abdomen. A new device was quickly opened. No adverse events have been reported.

Manufacturer narrative:
(B)(4). Post marketing vigilance concurrently with engineering led an evaluation of one device opened by the account with the appropriate display box in an undamaged condition and one reload opened by the account. A video of the procedure was also received. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the device, indicating proper alignment of the jaws when toggling the needle. The needle demonstrated gouge marks at the distal end of the cone indicating that the handles may not have been fully squeezed during toggling. Engineering analysis of the video concluded that the needle was exposed to potential loading issues and then exposed to abusive conditions by the user, some of the tissue mass the user tried to pass the needle through was excessive. The subject needle was loaded onto the subject instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported conditions . A review of the device history record indicates this lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened.